Event description:
It was reported the patient had no stimulation sensation and they could not make it for six feet to the bathroom without urinating all over themselves. It was noted the patient had been having some leakage problem for some time but all of a sudden the day of report it was happening every hour. It was stated the patient replaced the batteries in their programmer and increased the stimulation. Reportedly, the patient was on program 2 at 1.0 volts and they increased the stimulation and were going to see if it helped.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va090j8, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received 29 days later reported that the patient had a loss of therapeutic effect. The patient's symptoms had gotten bad about 3 days prior to receiving additional information. She had always had leakage, but not so bad that she couldn't go out in public. She thinks something had moved. The patient had the stimulation turned up to 2.3 on program 2, saw the lightning bolt icon, and she could feel it up to the rectum. She made an appointment with her healthcare provider (hcp) for (B)(6) 2014. Additional information received two weeks later reported that the patient still never had therapeutic effect. Her bladder leaks all the time, it had never worked properly, and she had to wear a pad. About 3 months ago, she was nauseated, had severe headaches, and ran a fever from normal to 102.3. Three to four hours later her temperature went away and her bladder started pouring to the point of being empty. She could feel the stimulation, but her 'meter impulses" were not working. Last night her same symptoms started again. She got dizzy and lost her balance, then got nauseated but didn't vomit. She would lie down and it would go away. It was noted that the first time the symptoms started, the headache was immediate. Then her legs got weak and they wouldn't hold her up. All her symptoms, other than the nausea and balance issue, were within 6 hours. When she would bend over she would have like a sore until she lifted her head back up. It was noted that she had only increased the stimulation on the program she was on but was told other programs were available. If she had the stimulation at 1.0 volts it was in the right area but it wasn't strong enough. When she increased it to 2.3 volts it would hurt and she felt it in the right butt cheek.